Event description:
The complaint was reported as: the customer alleges that the column on the device is not allowing water to get into the heater. The alleged incident occurred during set-up on a patient. The device was changed out with another one. No report of a pt injury or delay in treatment.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.